Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa lcig therapy in (B)(6) 2021. On an unknown date, the patient experienced a recent stoma site infection which was treated with unspecified antibiotics. Later on (B)(6) 2023, a nurse reported that the patient has stoma site drainage.